Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04322 addresses the other device. It was reported to boston scientific corporation (bsc) that a leveen superslim electrode and an rf3000 radiofrequency generator were used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, following a successful ablation of a lesion in the patient's femur, a superficial burn was noted on the patient's skin at the puncture site. The patient received treatment from a burn physician and was reported to be "doing fine" following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The physician was performing a bone ablation. The directions for use (dfu) indicate that the rf3000 radiofrequency generator and leveen/soloist electrodes are intended to be used for thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions. The device is not specifically indicated for radiofrequency ablation of bone.